Manufacturer narrative:
The ge svc rep could not duplicate the problem but he did verify the symptoms with the staff. He inspected, recrimped and reseated the gib to gen driver ribbon cable connectors a1p6 and a2j1. The system checks good.

Event description:
The customer reported the system displayed an uncommanded "fast off" error message. No pt injuries were reported.